Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem has been confirmed. Upon eval, it was discovered that the cause of the svc code 204 was due to the belt node connector ((B)(4)) not being seated properly. The root cause of (B)(4) not being properly seated cannot be positively identified. After the belt was repaired, it was fully functional. No adverse event results from the damaged cable. The pt received a replacement electrode belt.

Event description:
The mother of a (B)(6) male pt, contacted zoll lifecor customer support to report a svc code 204. The pt's electrode belt was replaced.